Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. The pt's leg length was over a centimeter short. During surgery, it was found that the ring on the cup had rubbed off. There was also a fair amount of osteolysis present in the proximal femur.